Manufacturer narrative:
The technician investigated and could not duplicate the issue. The bed exit functioned as designed.

Event description:
The account alleged the bed exit is not functioning. No patient impact.